Event description:
It was reported that during a neurovascular procedure involving the echelon 10 45° pre-shaped tip microcatheter, an aneurysm was present in the ophthalmic artery. Vessel tortuosity was minimal. The access vessel was the femoral artery with a diamater of 6mm. Upon opening and preparing the microcatheter for shaping, the distal tip was found to be broken and unusable, necessitating the replacement of the microcatheter. The replacement microcatheter was successfully positioned, allowing for the delivery of a spring coil and completion of the surgery with a single embolization. There was no friction or difficulty during delivery. The device's were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter break was found before device preparation was performed. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis # (B)(6): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs145-5091-150 rev. Au. As found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; within an opened echelon-10 inner pouch and within a dispenser tray. The tip protector was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found separated from the micro catheter and not returned for analysis (figures d, e & f). The separated edge was found jagged, with stretching/necking found near the break (figures e & f). Testing/analysis: the total length (measured up to the proximal marker band) was measured to be 152.8cm, and the usable length (up to the proximal marker band) was measured to be 145.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The stretching/necking and jagged edge of the break is indicative of tensile overload. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.